Event description:
It was reported the customer had a no delivery alarm in their alarm history. Customer stated the alarm occurred during a basal delivery. Customer also reported experiencing a high blood glucose of 380 mg/dl. The customer treated their blood glucose with a manual injection. It was found the customer did not have insulin in their reservoir at the time of their high blood glucose. The customer also stated they had two low reservoir alarms in their alarm history. The customer reported they did not attempt to resolve their no delivery alarm at the time of occurrence. The customer was advised to call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.